Event description:
It was reported that the battery door of the external pulse generator had damaged clips. The generator was returned for service. There was no indication of patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the battery drawer was broken and contaminated and the ring and side bail covers were missing. It was also noted that the upper case and battery release were contaminated, the lower case was broken, the lead flex cover was corroded, the battery contacts were compressed, the ring and side bails were missing and the keyboard was scratched.